Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the returned 3.2mm guide wire, 400mm (part# 357.399) was received in one piece. The end of the guide wire was bent approximately 60mm from the threaded tip. The wire has gouge marks at the bend from the drill cutting into it. Product drawing ((B)(4) 3.2mm drill tip guide wire length 400mm, tfn) was reviewed during this evaluation. No drawing discrepancies were identified. The tfn-trochanteric fixation nail design & clinical risk management document ((B)(4)) adequately addresses the complaint condition of ¿broke/bent¿. Specifically, line# 240 assess the function ¿strength of instrument¿, with a hazard of ¿breakage/bending of instrument¿ as less severe risk with a moderate severity of harm, three, and an unlikely probability of occurrence, two, with possible harm listed as "significant (>20%) prolongation of surgery". The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7611744 of 3.2mm guide wires was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the raw material lot 7497855 met all specifications. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nailing of the hip procedure on (B)(6) 2014 the guide pin bent when the stepped reamer went over it. The stepped reamer broke off in the patient, the large piece was retrieved and 2 small pieces were left in the patient. Procedure was successfully completed with a 15 minute delay. This is report 2 of 2 for (B)(4).